Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no patient complications reported and the patient was in good condition post procedure.